Manufacturer narrative:
Device was received with the new style all black retainer still attached to the insulin pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed the displacement test. Device was received with scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the tank ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.